Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista ventilator screen went blank while on patient. The unit was swapped to another bellavista ventilator. There was no patient harm reported with this event.

Manufacturer narrative:
Correction: d4:corrected UDI information h4:corrected device manufacturer date.